Event description:
Additional information received indicated that the patient presented in clinic and the elevated capture threshold was noted on the left ventricular (lv) lead. The ICD was explanted due to elective replacement indicator and the lv lead continued to be monitored. Patient had no consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-27801. It was reported that the implantable cardioverter defibrillator (ICD) and the left ventricular (lv) lead exhibited an elevated capture threshold. The ICD was explanted and replaced. No intervention was performed on the lv lead.